Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot#: 144940040, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had not passed a bowel movement since the procedure. The patient was not feeling stimulation and when trying to increase they could not get past 5.1. The patient received the ¿desired settings not available message¿. The patient switched to the left and was not able to feel stimulation and increase stimulation. Additional information was received on 2017-nov-14. It was reported by the health care physician (hcp) that the leads migrated away from the nerve. There were no further complications reported/anticipated.